Event description:
It was reported that patient fell around the time of symptom start. The patient experienced shaking, jerking and new bowel symptom that started on (B)(6) 2016. The patient was able to use the programmer and verify stimulation was currently on. The patient switched from 1 to program 2 program and would leave on 1.8 which was strong and comfortable sitting standing and walking. The patient was aware if stimulation becomes uncomfortable she would decrease stimulation to comfortable. The patient did not currently have a managing physician. The patient indicated that the symptom of shaking and jerking was considered gradual. The patient stated she felt her whole body shaking and jerking, but did not know where it was coming from. The patient stated every time she went to the bathroom she was having a bowel movement. The patient stated this was new. The indications for use for this patient were urinary dysfunction /sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.